Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient was hospitalized for diabetic ketoacidosis; the patient was reported treated with intravenous fluids and insulin and the issue was resolved. The reporter stated that the patient had elevated blood glucose and while attempting to connect a new infusion set, the cartridge was removed and insulin was felt coming out of the cartridge compartment. Customer support had the reporter remove the cartridge and attempt a manual prime; the cartridge was noted to be leaking from the side of the luer connection just below the top of the cartridge. The reporter confirmed that there was no noted damage to the cartridge or tubing. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis after a reported cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.